Event description:
It was reported that the patient with an artificial urinary sphincter (aus) presented with recurring urinary incontinence. The physician determined that the patient had developed urethral atrophy. All of the aus components, including an additional cuff, were explanted. A new aus device was implanted with only one cuff component. No additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.